Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd xx. In addition, we confirmed that the operation channel buckled, the angle wire worn out, the insertion flexible tube (ift) worn out, the body cover grip broken, the u/d pully wire worn out, the r/l pully wire worn out, the remote control buttons cut and the lg cable connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.